Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The unknown zimmer abutment, screw and crown were returned for investigation. Visual inspection of the returned products identified a damaged and fractured crown attached to the abutment. Functional testing and dimensional analysis could not be performed since the crown was still attached to the abutment. The abutment had been placed on tooth # 15 for approximately 4 years. X-ray or picture images were not provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported loosening on tooth # 15. The products were returned. However, the reported event could not be verified since the crown was still attached to the abutment. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer . G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the hla3/4 zimmer abutment loosened.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: g5: PMA/510(k) number k011028 / k013227.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. First/given name unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the unknown zimmer abutment loosened.